Event description:
It was reported a pt presented with symptoms of pulmonary embolism. It was discovered that a filter placed, in a pt with history of dvt, approx 13 months prior at l2/l3, had caudally migrated to l4/l5. There was a clot in the filter. Another manufacturer's filter was placed above the original filter. The pt is currently stable at this time.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The device remains implanted. Based on the information received, the results are inconclusive and the root cause of the event is unk. The current IFU (instructions for use) for this device states: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to: migration. Movement or migration of the filter is a known complication of vena cava filters. This may be caused by placement in ivcs with diameters exceeding the appropriate label dimensions specified in the IFU.